Manufacturer narrative:
Brand name: the device brand name was incorrectly documented. The brand name was corrected from small battery drive (colibri) to battery reciprocator. The manufacturer city was inadvertently documented as (B)(4). The city has been corrected from (B)(4). Contact office - name/address has been updated accordingly to reflect the corrected manufacturing facility. Device evaluation update: in addition to the initial assignable root cause related to the reported condition, reliability engineering also determined that the motor seized, was running rough, and not functioning. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the device does not function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the device does not function was confirmed. An assessment was performed on the device which determined the root cause was due to normal wear. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.